Manufacturer narrative:
A steris technician inspected the unit and found the hot water supply hose, from the facility's utility line, was leaking. The technician replaced the water supply hose and ran a test cycle; the unit was confirmed operational and returned to service. The water leak did not originate from the washer rather from the facility utility line which supplies the unit.

Event description:
The user facility reported a water leak. Approximately one liter of water was found on the floor. No procedures were delayed or cancelled. No injuries to hospital staff or patients were reported.